Event description:
Reporter alleged obtaining the results of 597 mg/dl, 307 mg/dl and 187 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she took 14 units of novolin based upon the results obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the strip drums are no longer available, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.